Manufacturer narrative:
As a result of an adverse trend for devices exhibiting failure at the thumb-loop assembly joint, the malfunction has been investigated by the supplier, and a corrective action (scar) was performed. The supplier re-designed the push rod fixture, increasing the clearance, to ensure that the fixture is appropriately stressing the entire soldering joint. Upon implementing the new fixture, it was verified that the new fixture does not hang up on the soldering as the old one did when testing a returned non-conforming sample. In addition to this scar, a CAPA was opened by aesculap inc. For further evaluation of the design transfer of this device. The actual device was received and evaluated: section: visual inspection. Nicks, scratches or defects. Other visible defects. Visual inspection summary: one (1) 8360-10 unit with lot number l50420967 was returned for investigation. There was etching indicating the unit was repaired by aesculap technical service (ats) in (B)(6) 2015. It was confirmed that there was proximal weld separation. Physical inspection summary: physical evaluation is not warranted as the reported defect is visually confirmed. The root cause is most likely due to improper repair and/or device is most likely past its useful life. Section: conclusion. Confirmed.

Manufacturer narrative:
Supplier: smith and nephew 76.s.meridian ave. Oklahoma city, ok 73107. As a result of an adverse trend for devices exhibiting failure at the thumb-loop assembly joint, the malfunction has been investigated by the supplier, micro-stamping, and a corrective action (scar) was performed. Micro-stamping evaluated multiple batch # starting with m. Micro-stamping re-designed the push rod fixture, increasing the clearance, to ensure that the fixture is appropriately stressing the entire soldering joint. Upon implementing the new fixture, it was verified that the new fixture does not hang up on the soldering as the old one did when testing a returned non-conforming sample. In addition to this scar, a CAPA was opened by aesculap inc. For further evaluation of the design transfer of this device.

Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with a prestige grasper. During routine inspection and maintenance, the device failed the "tug test". It fell apart at the weld after the test. There was no patient involvement.